Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on unknown date, during a minimally invasive spine (mis) surgery done which was laminectomy, a flexible arm that was used on the patient was found to be insufficiently tightened. The surgeon then took another flexible arm for use in the case. There was no surgical delay. Patient outcome was not affected. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date device received by manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part # 03.612.010, synthes lot # 7666898, supplier lot # 7666898: release to warehouse date: 07sep2014, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. Complaint condition: while setting up the flexible arm to the table and subsequently to the patient, the surgeon found that the flexible arm would not sufficiently tighten. Us customer quality (cq) investigation flow: device interaction/functional. Visual inspection: visual inspection performed at cq on the returned flex arm revealed no damage or defect to any of the arm¿s components. Minor wear was noted to interior surface of the band clamp, which is consistent with the device¿s 3+ years of use. Functional test: the tensioning knob was able to be tightened to create sufficient rigidity of the flex arm. The band clamp knob was able to tighten completely. The complaint condition did not agree with the received condition of the device. The complaint could not be replicated with the returned device. Conclusion: the complaint condition was not confirmed with investigation ¿ no device malfunctions were detected during investigation. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.